Event description:
It was reported that the patient experienced pocket site pain. It was also noted that the implantable pulse generator (ipg) was taking longer to charge and was getting hot. In addition, the ipg had turned and was rubbing against something and was uncomfortable. Furthermore, it was found that there was high impedance on spinal cord stimulation (scs) lead d electrode five. The patient underwent ipg and lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1200 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2408-56 (sn: (B)(6)). The returned lead was analyzed, and the allegation of high impedance has been confirmed. The investigation confirmed that the cause of the fractured cable is due to excessive mechanical force. Record review revealed no additional information related to the complaint. Therefore, the probable cause selected is cause traced to component failure.

Event description:
It was reported that the patient experienced pocket site pain. It was also noted that the implantable pulse generator (ipg) was taking longer to charge and was getting hot. In addition, the ipg had turned and was rubbing against something and was uncomfortable. Furthermore, it was found that there was high impedance on spinal cord stimulation (scs) lead d electrode five. The patient underwent ipg and lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few months ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 20533056/20533056.